Event description:
The intuitive surgical, endowrist stapler sheath that goes over the davinci stapler tore apart in the patient. The stapler was removed from the patient and all pieces of the sheath were retrieved.